Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: (B)(4) implanted: 2012 (B)(6); product ID: 419488 implanted: 2008 (B)(6); 7120 competitor lead implanted 2008 (B)(6). (B)(4).

Event description:
A 64) funeral and cremation services with a request for analysis. Information identified in the paperwork and online obituary indicated the patient died approximately eight months post implant of the crt-d. The cause of death was reported as ventricular fibrillation arrest. It was also reported that the device failed to terminate the arrhythmia with evidence of oversensing and undersensing.

Manufacturer narrative:
Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.